Event description:
The complainant reported that during a stone removal procedure, the balloon detached from the device as it was being removed the common bile duct. The balloon fell into the duodenum and was retrieved with forceps. A previous device was used and had the same issue but was the balloon was left to pass naturally. The procedure was completed with a third device. There were no additional adverse affects to the patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not yet been performed; therefore ,a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.